Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that was defective. The cause of the customer reported issue was a defective dso sensor. After investigation the results indicated a reportable malfunction due to the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device constantly beeping, and during physical inspection it was found that the downstream occlusion (dso) sensor was defective. After investigation the results indicated a reportable malfunction due to the defective dso sensor. There was no patient involvement.